Event description:
It was reported that the patient with this pacemaker experienced dizziness and wondered if the implant device is working. Boston scientific technical services referred the patient to the clinic. As of this time, this pacemaker remains in service. No adverse patient effects were reported.